Event description:
It was reported that bd unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following. It was reported by customer that when nurse was administering an outpatient infusion and stated the fluid back-flowed into the medication bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material: unknown, lot: unknown. It was reported by customer that when nurse was administering an outpatient infusion and stated the fluid back-flowed into the medication bag. Rcc received a complaint via email. Creating complaint for disposable. It was reported that the nurse was administering an outpatient infusion and stated the fluid back-flowed into the medication bag. The fluid bag was 50 ml and the medication was 250 ml. The clinician indicated it appears the fluid was on the primary tubing and the medication was on the secondary tubing. The hospital pharmacy manager indicated they "believe it was nursing error in placing the medication secondary bag lower than the secondary bag." There was patient involvement but no harm.